Event description:
Bronchitis, fever of 39.4 [pyrexia], chills. Case description: a male customer of unknown age used blend-a-dent superhaftcreme, number and frequency of applications unknown, beginning on (B)(6) 2010 until an unspecified date in 2010. He reported experiencing bronchitis, a fever of 39.4 and chills. He was hospitalized from (B)(6) 2010. In hospital and after release, his symptoms were treated with antibiotics. Blood tests were run (inconclusive), as was a test for legionnaires disease (negative). The product involved was known to be from a batch recalled due to the presence of burkholderia capacia. Medical history: leukemia and weakened immune system. No further information was provided. Concomitant medication: unspecified leukemia medication. The outcome of the case was: recovered. No further information was provided.

Manufacturer narrative:
Batch number 0155 provided by reporter is part of the recalled batch. A batch retain check was conducted prior to receipt of this adverse event and revealed the presence fo burkholderia capacia in this batch. The reporter was instructed to dispose of the product, therefore product investigation was not initiated.